Event description:
It was reported that the procedure included treatment of a lesion in the right sfa, using an ipsilateral approach, the physician tracked the delivery system through the severely calcified vessel without any resistance. Once at the site, the physician attempted to release the stent, which worked initially; however, the stent could not be completely released and the luer connector came completely out of the handgrip. The user retracted the entire system, the stent was elongated and tore off. It had to be removed surgically.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device has been returned, the eval is underway. This report is being submitted, as this product is the same or similar to a device currently distributed in the u.s.